Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the station auxiliary drawer 2.1 was not detected on the bus. The fse opened the back panel and observed that all lights were displaying on the module board. The device was powered down, and all drawer connections for drawer 2.1 and drawer 2.2 were reseated. After rebooting the station, all drawers were detected on the bus. The customer tested the inventory and reported good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.